Event description:
Pt was intubated for resp-failure. Then placed on a bear I ventilator-fio2-70%, rr-26, tv=600 cc. Rptr was out of the pt's room when the 1st event occurred. It was reported to rptr that the ventilator stopped cycling; not delivering ventilation & no alarms sounded pts's o2. Sat dropped to 82%. The event lasted approx 20 seconds. Pt was then manually ventillated w/ambu bag. Ventilator then started to work. No one was sure if the tubing was disconnected or vent parameters changed. 2nd event occurred 15 mins later. No ventilation; no alarms. No power failure; new ventilator on pt.